Event description:
It was reported that the cassette disconnection alarm sounds even when the cassette was installed. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was confirmed in the event log but could not be replicated in the functional check. A possible root cause of the reported issue was considered to be an anomaly in the upstream occlusion (uso) and the downstream occlusion (dso) sensors. As a preventive measure, the dso and uso sensors were replaced with known good ones.